Event description:
Pt had open cholecystectomy and 10mm flat jp drain placed. Nine days later, md attempted to remove drain. Drain broke off and the remainder of drain required a mimi lap to remove it in its entireity.